Event description:
It was reported that the patients ipg was not working as intended. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted products were discarded by the medical facility and therefore will not be returned. Additional information was received that the patients leads had high impedances.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately five years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 14940217/14594213.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted products were discarded by the medical facility and therefore will not be returned.